Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a footswitch presented with a problem before a procedure. The footswitch was disconnect and reconnected and it worked. The procedure was started and completed with the same equipment. There was no pt involved.